Manufacturer narrative:
(B)(4).

Event description:
It was reported that "peel-away sheath tabs break off, cannot be teared correctly". Additional information was requested but was not available at the time of this report.

Event description:
It was reported that "peel-away sheath tabs break off, cannot be tore correctly.". Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.